Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had unspecified issues with multiple non-tandem infusion sets. Customer changed out infusion sets to resolve the reported issues. Reportedly, the customer had elevated blood glucose (bg) levels. Bg values were not provided. The infusion set brand and manufacture was not provided. The customer declined to provide additional information regarding the event.